Event description:
Degradation of the inner lead insulation can create a fluid path between the two conductors, or in the more extreme cases, can cause the two conductors (anode and cathode wires) to contact each other. This leakage reduces the impedence of current flow, providing alternate pathways for current travel. The clinical manifestations may be either intermittent or complete. In pacemaker-dependent pts, loss of capture and/or loss of output could result in serious injury or death in an unmonitered environment.